Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported the number on the insulin pump started to ramp up when customer was trying to input a bolus. Customer's blood glucose was 17.2mmol/l. Customer reported the damage was on the screen. Customer stated she was entering her carbohydrates and the numbers kept ramping up. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No ramping numbers noted. Insulin pump received with cracked case on display window corners, minor scratches on lcd window, cracked reservoir tube, cracked reservoir tube lip and cracked battery tube threads.